Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that 1 hour of the fluid bolus running the nurse claimed she got a ¿delayed crossover¿ where the primary infusion resumed but it also was running at 999 ml/hr. We reviewed this scenario as best we could on an alaris pump and there was no lactated ringers fluid entry listed within the secondary drug library. The nurse confirmed that when the pcu screen stated primary infusion, it was running at 999 ml/hr (as the secondary had been programmed to run) and not 125 ml/hr the primary had been programmed to run. This was reported to bd representatives during their site visit. There was patient involvement, however no patient harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had unintended rate change was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that 1 hour of the fluid bolus running the nurse claimed she got a ¿delayed crossover¿ where the primary infusion resumed but it also was running at 999 ml/hr. We reviewed this scenario as best we could on an alaris pump and there was no lactated ringers fluid entry listed within the secondary drug library. The nurse confirmed that when the pcu screen stated primary infusion, it was running at 999 ml/hr (as the secondary had been programmed to run) and not 125 ml/hr the primary had been programmed to run. This was reported to bd representatives during their site visit. There was patient involvement, however no patient harm